Event description:
From staff: pt seen at bedside in skin response for evaluation of suspected pressure injury to forehead (top). Injury due to eeg [(electroencephalogram)] lead. Injury was found after egg removal today. Wound appears as shallow tissue loss with pink wound base. Edges are defined and in the shape of eeg lead. This injury is classified as a stage 2 pressure injury due to mechanical device. Recommend leaving area ota [open to air] and continue to monitor area. Wound team will continue to follow pt.